Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to close door messages which were experienced during evaluation. There were caused by an upper hook switch, which was slow to respond. The upper auxiliary assembly (including the switch) was replaced.